Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. Multiple signs of wear along the lead body were noted. Especially 13.5 cm and 12 cm proximal of the tip electrode, the insulation was damaged due to fraying. This damage is with high probability the cause for the oversensing mentioned in the complaint text. The observed damage manifestation speaks for unexpectedly early wear and tear of the lead, which leads to the assumption of strong mechanical stress on the lead. Based on the existing x-ray images, as very high septal implantation position, probably close to the outflow tract, can be seen. An increased stress level of the lead due to the prominent intracardiac turning point cannot be rules out. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that 34 months after the implant, this lead was explanted due to oversensing.